Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was attempted to be implanted during a spaceoar placement procedure performed on an (B)(6) 2020. According to the complainant, the kit was put together with no issues. The physician placed the needle correctly and hydrodissected, and aspirated. Reportedly, only 1/2 cc was injected because the needle and y-connector clogged. Additional kit was used, however it also clogged at the y-connector. No other kits were available so the procedure was aborted. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.